Event description:
Per the clinic the device was explanted (specific date not reported) due to unknown reason. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2024, due to pain and performance decrement. The patient was reimplanted with another cochlear device during the same surgery.